Event description:
(B)(4).

Manufacturer narrative:
Document review: gmk primary fixed pe postero stabilized tibial insert size 3, 14 mm: code 02.07.0314psf / lot 134881 (30 items produced): all parameters were found to be in accordance with specifications valid at the time of manufacturing. Twelve items belonging to this lot have been already sold and no similar incidents have been reported. From the data collected, we have no evidence that the problem is device related.